Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with a malposition and non-functioning artificial urinary sphincter (aus) pump. The physician attempted to cycle the device and had difficulties due to the positioning of the pump and tubing. The pump was believed to be located in the right upper region of the scrotum and the tubing was looped over the pump. Air was believed to be in the system which could have contributed to failure of the device to cycle properly. The pump was replaced with a new pump and implanted in the left distal portion of the patient scrotum. Cystoscopy was conducted and the device cycled properly. The patient is expected to fully recover.